Event description:
Red status indicator flashing and beeping with low battery prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 12th august 2015. Suspected contamination within the j11 connector. Upon receipt, the returned pad-pak from lot: b1236 was severely depleted. Information from the history log showed the pad-pak was first installed on the 16th november 2015 and had performed for approximately 3 years and 3 months prior to issuing the first low battery warning on the 24th february 2019. The user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led, as per the reported fault. During investigation, faulty measurements were taken on the j11 connector, which would have resulted in a leakage current from the (status_led_a) line and depleted the returned pad-pak prior to its expiry of january 2020. The fault cleared upon reinstalling the membrane tail, with the j11 measurements then reverting to levels comparable with a known good unit. This would indicate the faults had been caused by a connection issue between the membrane and j11 connector. However, no visual abnormalities were observed on the membrane tail or within the j11 connector, therefore it is assumed that any contaminate was dislodged when the membrane tail was reinstalled. The returned device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing and beeping with low battery prompt. There was no patient involved in this event.